Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer does not recall any significant events leading to the error, but indicated that she took off the infusion set to take a shower and when she came back to use it, none of the button worked. Customer's blood glucose was 500 mg/dl at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.